Event description:
It was reported that tandem mobi pump displayed cartridge alarm during cartridge loading, and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.